Event description:
Ous MDR - an increase in impedance was reported via home monitoring after about 2 months of implantation. X-ray imaging suggests twiddler syndrome. Device interrogation showed no capture. Lead was repositioned and re-connected to the ICD.

Manufacturer narrative:
The lead is not available for analysis at present. A conclusion about the clinical observation is not possible at this time. The investigation will be continued as soon as we have new information available to us.